Manufacturer narrative:
Pending informations to perform a batch review and to start further investigation.

Event description:
A surgery was started around 4 am on (B)(6) 2025 to implant a pso-ptt (serial number: (B)(6). Zero point adjustment was performed with out any problems (it was working normally at this point). The catheter was disconnected from the cable, the insertion procedure was performed, and at the stage of reconnecting the catheter to the cable, it was stuck on the initial screen. After the initial screen for a few seconds, the screen would shut down once and then return to the initial screen repeatedly. The device did not respond to power button rebooting, etc., and the aforementioned condition was repeated over and over, making it impossible to use, so the doctor switched to another company's product and performed surgery. This delayed the surgery for more than 10 minutes.

Event description:
A surgery was started around 4 am on (B)(6) 2025 to implant a pso-ptt (serial number: (B)(6). Zero point adjustment was performed with out any problems (it was working normally at this point). The catheter was disconnected from the cable, the insertion procedure was performed, and at the stage of reconnecting the catheter to the cable, it was stuck on the initial screen. After the initial screen for a few seconds, the screen would shut down once and then return to the initial screen repeatedly. The device did not respond to power button rebooting, etc., and the aforementioned condition was repeated over and over, making it impossible to use, so the doctor switched to another company's product and performed surgery. This delayed the surgery for more than 10 minutes.

Manufacturer narrative:
Investigation do not show a root cause. The device's firmware has been reflashed, then retested and work normally. Follow up: this report is being resubmitted because the previous report sent on 05/27/2025 (increment 00041) was not accepted.